Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 15mm x 2.00mm wolverine coronary cutting balloon was selected for percutaneous coronary intervention. During the procedure, the balloon ruptured in a shape of a pinhole in the balloon shoulder at 4 atm for 10 seconds upon the initial inflation. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications, and the condition of the patient post procedure was good.